Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device programmed in aair twintrace paced at high rates (up to 100 bpm) during the night from (B)(6) 2015. The device was reprogrammed in aai with a 65min-1 basic rate. On (B)(6) 2015, it was noted that during the night the device paced up to a 80min-1 rate.